Event description:
It was reported that there was an issue with the touchscreen responsiveness of a pump, as the screen would not respond to input from the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided information for a complete pump reset, which the customer planned to perform at their convenience. The reset resolved the issue and the customer continued using the pump for insulin therapy.